Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the device revealed possible t wave oversensing exhibited by the right ventricular lead. It was also noted that the lead had a known history of noise. No interventions were made, as the physician elected to continue to monitor. The patient was stable.

Event description:
New information received notes that the lead was explanted and replaced due to over-sensed noise. The patient was discharged.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, and h6.